Manufacturer narrative:
Device evaluation the evo-fc-10-11-6-b device of lot number c959573 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to pr (B)(4) and was created in response to a pmcf study. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) lists ¿stent occlusion¿ as a potential adverse event. There is no evidence to suggest that the customer did not follow the instructions for use. Image review an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause can be attributed to patient pre-existing conditions and/or a known potential adverse event. From the study it is known that the patient had ampullary cancer, the cause of the obstruction was reported to be due to cell debris with pre-existing cancer listed as the cause of this event. Also, as previously noted, ¿stent occlusion¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 x used device. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the stent was implanted on the (B)(6) 2014. The patient experienced recurrent biliary obstruction 383 days post procedure, the patient required the placement of a new stent as a result of this occurrence and it was reported that the patient recovered/stabilised following this. Patient death was reported on the (B)(6) 2015, it was reported that the death was due to primary disease progression.

Event description:
A supplemental report is being submitted due to completion of the investigation on 28 nov 2024.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6) 2014 date of first implant procedure with evolution® biliary stent system-uncovered evo-10-11-6-b, lot c959573. No adverse events related to the procedure. Re-current biliary obstructions (B)(6) 2015. The patient experienced recurrent biliary obstruction for which a reintervention was performed, placing a new stent inside the study stent. The occlusion was noted to be within the study stent and due to cell debris. The site determined the event to not be related to the study device or procedure, related to pre-existing cancer (B)(6) 2015 629 days post procedure. Neoplasm progression. Patient death (B)(6) 2015. Primary disease progression cause of death. Patient outcome: the reintervention was noted to be successful. On (B)(6) 2015, the patient died. The cause of death was primary disease progression.